Manufacturer narrative:
Manufacturer's investigation conclusion a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. A direct relationship between the device and the reported hematomas and aortic valve thrombus could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted photos confirmed elevations in pump power; however, a direct cause for the reported elevations could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas IFU is currently available. Infection, bleeding, and peripheral thromboembolic event are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. The patient care and management section of the hmii lvas IFU lists thromboembolism as a potential late post-implant complication that may be associated with the use of hmii lvas. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Patient handbook is also available. Section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a vancomycin-resistant enterococci (vre) pocket infection on a medtronic pacemaker. On computed tomography angiography (cta), clot was noted on non-coronary cusp of the aortic valve. While in-house they required warfarin to be held and they were given IV heparin in order to go to the operation room for laser lead extraction and a pacemaker removal with a new leadless pacemaker replacement. Post-operation, they had bleeding from the venous sheath site so heparin was held overnight and restarted. They suffered spontaneous bilateral iliopsoas hematomas and required 4 units of blood to stabilize. CT scan was performed on (B)(6) 2022, with findings suspicious for very small hematoma in the left chest wall the site of prior pacemaker, then a repeated scan was performed on (B)(6) 2022. Warfarin was held again and heparin was changed to low intensity. Their warfarin was restarted again, their heparin drip continued at low intensity, and their international normalized ratio (inr) goal was set to be 2.5-3.5 . On (B)(6) 2022, power spikes were noted between 04:00 and 17:00 with some elevation up to 5watts above the baseline. The power spikes resolved briefly on (B)(6) 2022 and reoccurred several hours later and were sustained on (B)(6) 2022-(B)(6) 2022 and resolved again. The patient did not have any instability or neurological changes. Bleeding and pump power resolved as of (B)(6) 2022.